Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left arm. The target de novo lesion was located in the moderately tortuous and severely calcified left arm shunt. A 8.0 x 20/135 sterling mr balloon catheter was advanced to the target lesion for pre dilation. During the first inflation at 6 atms, a balloon rupture occurred. The sterling mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).